Event description:
An adverse event form was received indicating that the patient has begun having small seizures a few times a week. No additional information was provided. It is unknown whether or not the seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.